Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer received a reading of 128 and 43 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.